Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin. The blood glucose reading was 530 mg/dl when the customer went to bed. After programming the insulin pump to treat, the customer stated that the blood glucose only lowered to 517 mg/dl. The customer stated that she changed the infusion set but nothing came from the tubing when she disconnected it. She treated with a manual injection. Upon troubleshooting, it was found that insulin did exit during a 5.0 unit fill cannula test. She declined troubleshooting for high blood glucose. Nothing further reported.